Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy manifested by abdominal pain, fever, vomiting, and cloudy pd effluent. The cause of the peritonitis is unknown. On the same day as onset, the patient was hospitalized for the event. On the same day at 13.00 hour, the patient began treatment for the peritonitis with cefazolin and ceftazidime (125 mg/liters, 4 times per day) intraperitoneally. At the time of this report, antibiotic therapy was ongoing. One day after onset of the peritonitis, due to pcr result increase to 30, the patient began treatment with tazobac (2.25 grams, intravenously, 3 times per day). Two days later, when the peritoneal culture results were known, the treatment with cefazolin, ceftazidime and tazobac were discontinued. On the same date, the patient started treatment with ampicillin (250 mg, intraperitoneally, 4 times per day) for an unknown indication. One week after being admitted, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering and extraneal/physioneal therapies were ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that antibiotic treatment had been discontinued and the patient was reported to have recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.